Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the black lines on both sides of the tension indicator of a 5f mynx control vascular closure device (vcd) were misaligned. Even after aligning the lines straight, button 1 could not be pressed at all. There was no reported patient injury. Per preliminary video analysis, button 1 could not be pressed when the tension indicator was aligned. Additionally, when the tension was released, the tension indicator remained in alignment with the side markers. The user is trained and certified on the device. The device and packaging were inspected prior to use, and a slight misalignment of the tension indicator lines was noted. Two buttons could not be pressed, while the others functioned correctly; one of the non-functioning buttons was not pressed at all. The device was stored and prepared according to the instructions for use (IFU), and no damage was noted on the button. The devices were not used in the patient. One non-sterile 5f mynx control vascular closure device was returned for investigation. Additionally, one video and one photo were provided for review. The material shows a mynx control device inserted into a cordis catheter sheath introducer (csi) and then into a fixture to simulate vessel anchorage. The balloon inflated as expected; however, when the tension indicator was aligned, button 1 could not be depressed and appeared frozen/locked. The attached image shows a mynx control handle with button 1 depressed and the clock indicator symbol visible. The side markers appear misaligned, but without the ability to measure alignment against the tension indicator line, it cannot be determined whether the markers were placed within specification. No additional anomalies or notable details were observed in the graphic material. Visual inspection of the returned device revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position but fully exposed. The sealant sleeves presented a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned with the device. The balloon was deflated, the core wire was present, and the atraumatic tip showed no damage or abnormalities. No additional anomalies were observed during this analysis. The slit length could not be measured due to the frayed/split/torn condition of the sealant sleeves. However, the catheter working length was measured with a calibrated ruler and was verified within the defined specification. A functional simulated deployment test was performed. After aligning the tension indicator by pulling distally, button 1 and button 2 were depressed sequentially without issue. The unit functioned as intended, deploying the sealant and retracting the balloon as expected. The functional test for insertion and withdrawal into the csi could not be performed due to the frayed/split/torn condition of the sealant sleeves, which impeded the passage into the cordis lab sample csi. An additional verification of the tension spring assembly was performed, and no abnormal conditions were observed. The reported event of ¿tension indicator-misaligned side markers¿ could not be confirmed as alignment could not be measured from the images provided despite observing a misalignment and no anomalies were noted in the returned device. The reported event of ¿button #1-frozen/locked¿ was observed in the submitted video but was not observed during functional analysis as both buttons were depressed without issue. The reported event of ¿tension indicator-incorrect indication¿ was also not observed as functional analysis confirmed proper performance of the tension indicator and spring. Also, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The causes of these reported and observed conditions could not be conclusively determined from picture, video, or device analysis. Based on the information available for review and analyses, it is not possible to determine the factors that may have contributed to the issues reported. The misaligned side markers could not be confirmed as out of specification from the image provided, and no anomalies were noted in the returned device. With respect to the reported difficulty depressing the buttons, although it was noted that button 1 could not be depressed while the tension indicator was aligned, functional analysis did not confirm this condition, as both buttons were depressed without issue, resulting in sealant deployment and balloon retraction. Therefore, procedural/handling factors are likely. Similarly, no issues were identified with the tension indicator or spring that could have caused the indicator to remain aligned when tension was released, suggesting that procedural/handling factors may also have contributed to this reported issue. Also, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen. As this condition was not reported by the user, it cannot be determined whether it occurred during use or after the procedure. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Orient the device such that the tension indicator window on the handle assembly is facing upwards. Inflate the balloon until the black marker is fully visible on the inflation indicator and close stopcock. Grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension.¿ during step 2: deploy sealant, the IFU states, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ neither the product analysis, picture/video analysis, nor the information available for review determine that the failures experienced and observed are related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the black lines on both sides of the tension indicator of a 5f mynx control vascular closure device (vcd) were misaligned. Even after aligning the lines straight, button 1 could not be pressed at all. There was no reported patient injury. Per preliminary video analysis, button 1 could not be pressed when the tension indicator was aligned. Additionally, when the tension was released, the tension indicator remained in alignment with the side markers. The user is trained and certified on the device. The device and packaging were inspected prior to use, and a slight misalignment of the tension indicator lines was noted. Two buttons could not be pressed, while the others functioned correctly; one of the non-functioning buttons was not pressed at all. The device was stored and prepared according to the instructions for use, and no damage was noted on the button. The devices were not used in the patient. The devices will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.